Event description:
Employee was attempting to obtain labs on a patient and she straight stuck the patient. After pulling the vacutainer safety lock butterfly out of the patient's arm (23g x 3/4") she released the safety lock but it did not completely cover the needle and as a result she stuck her third left digit with the needle.